Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test passed. Pairing test with (B)(4) bluetooth device passed. Global transmitter final functional test passed. Share log review: inaccurate cgm values found in the log within the investigation window. Confirmation of the problem was confirmed via data. The probable cause could not be determined via product. No additional patient or event information is available.